Event description:
It was reported that during a supply change the user did not observe priming drops and increased insulin to 32 units, then identified insulin leakage into the cartridge chamber; after drying the chamber and replacing the cartridge and connector, the user repeated the process and confirmed drops, with no visible damage noted to the removed parts, consistent with a leak associated with the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a leakage at or related to a seal, aligning with a leak/splash device problem and implicating the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.